Event description:
The probe of the tome was primed and placed in the child's eye. Upon compression of the foot pedal, a rapid force was noted. The probe was removed. The nitrogen source had been connected to the clear luer of the probe, which seemed to fit correctly. Nitrogen was given when not desired causing damage to the eye. The full extent is not yet known, though there may by some visual impairment. It would be helpful if connection points between the irrigation/aspiration and mvs probe were differentiated. The I/a probe has both a clear and white lumen, that can easily fit in the clear luer of the mvs probe.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: design - human factors, other, unanticipated, connector or adaptor. Conclusion: software/firmware contributed to event, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: user education provided, inserviced by other facility staff. The device was destroyed/disposed of.